Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated oversensing associated with the right ventricular lead. Oversensing was observed from (B)(6)2015, and again on (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. The lead remains in use. No patient complications have been reported as a result of this event.